Manufacturer narrative:
As no further information has been received, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for an automatic lead safety switch (lss) from bipolar to unipolar occurred due to an atrial pacing impedance measurement greater than 2000 ohms. Additionally, an alert was generated for atrial automatic threshold detected as suspended due to the reason code of incompatible mode. Review of the device data noted stored atrial tachycardia response (atr) episodes with oversensing of atrial noise following the lss. Further review was recommended with a boston scientific programmer. The system remains in service and no adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.